Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The involved reciproc blue r25 8/100 25mm 025 that broke during use is not available and cannot be analyzed by our laboratory. Nothing unusual to report was found during dhrs review (batches #1646667, 1646883, 1646675). Through previous complaints (B)(4), some available unused files batch #328474 had been evaluated and found in compliance with specifications. According to our prescriptions, we can consider that the production batch #328474 is conforming (representative sampling). Multiple unsuccessful attempts were made to obtain the patient outcome.